Event description:
It was reported that the interblock is stripped and leaking. No additional information.

Event description:
It was reported that the interblock is stripped and leaking. No additional information.

Manufacturer narrative:
Additional info received via email on 7-mar-2022. Event date updated as ((B)(6) 2022). No patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a stripped interlock block, wear and tear damaged enclosure, tank cover, line cord, pole clamp, and front cover. The customer stated problem was duplicated, the device leaked at the block assembly. Replaced: enclosure, interlock block, line cord, pole clamp, and front cover. The cause of the reported problem was traced to wear and tear damage by the customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.